Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six days after open spay procedure, the patient returned with blood oozing leaking from incision. The surgeon had to re sutured and repair dehiscence that the or time was extended by more than 30 minutes.